Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after the surgeon placed the nitinol wire and tapped over with the appropriate size tap, the ar-4020c-08, fast-thread bio-composite interference screw broke near the last threads upon insertion. The rep stated that the broken threads were fully retrieved. The bone was prepped by using a 10mm low profile reamer to drill a 10mm tunnel. The graft was passed and a notch was made and tapped over with an 8mm tap. Additional information received on 1/28/2019: the procedure taking place was an acl procedure. The quality of the bone was medium to hard. The rep stated most of the screw was left in the patient, and held the graft well so no other screw was placed over. No unplanned incision was made. Additional information received on 1/30/2019: the rep confirmed that this was not a revision procedure.